Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. Additional information was received that only resheathing was attempted to open the pipeline. A non-medtronic catheter used to deploy the replacement (silk) device. There was resistance felt during deployment, and as per the operator a twist was observed on the device upon removal.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 230058601); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section of the phenom microcatheter. The patient was undergoing treatment of a fusiform, unruptured internal carotid artery (ica) aneurysm with a max diameter of 25mm and a 15mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The access vessel was an internal carotid artery with 4.35mm diameter. The dual antiplatelet treatment (dapt) was administered. The pru level was 240. The landing zone was 3.2mm distally and 4.35mm proximally. It was reported that the operator had an issue with the pipeline opening in mid-segment of the device at the aneurysm neck. According to the operator, the anatomy was tortuous, and that could be one of the reasons for not opening. The device was removed with a catheter and headway with silk of the same diameter and length used. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The angiographic result post procedure showed the aneurysm was filling. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a traxcess guidewire, phenom27 microcatheter, neuron max guide catheter, neuron sheath.

Manufacturer narrative:
H3: product analysis of ped2-450-35/b810813 as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield and phenom 27 outer cartons and inner pouches. The pipeline flex shield device was returned outside the phenom 27 catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. In addition, the middle section of the braid was found to be fully opened and no damage. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~58.0cm from the proximal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. Conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance as the pipeline flex shield braid and phenom 27 catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. From the damage seen on the catheter body (kinking), and pipeline flex shield braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. However, based on the analysis finding the pipeline flex shield could not be confirmed to have failure/incomplete open at middle section as the middle section of the braid was found to be fully opened and no damage. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. (Nikkhs2 2025-07-22) conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal as the braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. It's likely that the severe vessel tortuosity may have contributed to the reported issues. (Nikkhs2 2025-07-22). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.